Event description:
It was reported that the health status of the patient got worse after implantation of the pump. The scar from the implantation opened up. It was noted there was harm/injury indicated as infection, wound healing distortion and worsening of health status. The manufacturer pump segment of the catheter was connected to the pump and the "lead like" catheter from another manufacturer was implanted into the spine. Both parts were connected to each other and acted as one catheter system. The pump and catheter were explanted because the "body rejected the system". It was noted that the "system was not replaced because the body obviously does not accept the materials". The patient outcome was noted as "remains to be seen".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model#8596, lot# 0205357435, implanted: unk, explanted: unk. Analysis of the pump revealed no anomaly found. Analysis of the catheter/pump connector revealed non-significant indent seen in sc cup; did not affect infusion. Analysis revealed no significant anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient outcome was fine. The pump was delivering baclofen.